Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the video system center had flashing controls. The issue was found during preparation before use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: defective video connector locking mechanism, defective foot, rust on chassis, dust inside the device. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction abnormal blinking on the front panel would likely be a faulty main board, and for the malfunction error code b30 would be a faulty patient board set. Olympus will continue to monitor field performance for this device.